Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-07852. It was reported the patient experienced a csf leak while replacing the previous implanted competitor's system with the manufacturer's scs system. A blood patch was performed to address the issue.

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2017-07852. Follow-up identified the patient did not develop any symptoms due to the csf leak. The patient was doing well.